Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was monitored with multiple basal rates, and the pump functioned properly. No blank display was noted, and all operating currents were within specification. No unexpected low battery, failed battery test or off no power alarms were noted. However, the pump had minor scratches on the display window.

Event description:
It was reported by the customer that their insulin pump had a blank display screen. During troubleshooting, customer was asked if the device showed physical damage and customer stated it does not. Next, customer was asked if they are able to rewind the device. Customer stated device is able to rewind. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated device display did not return. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 144 mg/dl at time of reporting. Nothing further reported.